Event description:
I had lasik surgery in 2004. A few years later I started to require glasses again because of corneal reshaping because of interocular pressure. In 2009, I noticed that I couldn't' see well out of my left eye even with my glasses on. Now, in 2015, the vision in my left eye is so far deteriorated (even with glasses) that I no longer have binocular vision. My surgeon says I have corneal thinning and bulging in both eyes, but the left eye is worse. The condition is called corneal ectasia. My surgeon says I will have to wear rigid glass permeable contact lenses for the rest of my life and if I am lucky they will stop the progression of the ectasia and I won't need to have corneal tissue graft surgery. He says that the corneal tissue graft surgery can go well and still give very bad results in terms of vision. In other words even with the surgery my vision might not improve. I was never told that permanent and progressive damage to the cornea was a possible side effect of the lasik surgery.